Event description:
The account generated falsely elevated architect ipth on patient samples that tested 50% lower by another method. Examples were provided for 11 patients. No unit of measure was provided. No specific patient information was provided. No impact to patient management was reported. Data provided: roche method = 31.4, architect ipth = 59.2, ID (B)(4), roche method = 37.1, architect ipth = 64.2, ID (B)(4), roche method = 54.3, architect ipth = 89.0, ID (B)(4), roche method = 52.4, architect ipth= 103.1, ID (B)(4), roche method = 30.3, architect ipth= 55.3, ID (B)(4), roche method = 29.4, architect ipth= 45.9, ID (B)(4), roche method = 33.1, architect ipth = 64.8, ID (B)(4), roche method = 81.8, architect ipth = 151.6, ID (B)(4), roche method = 75.7, architect ipth = 139, ID (B)(4), roche method = 35.3, architect ipth = 67.2, ID (B)(4), roche method = 17.5, architect ipth = 28.0, ID (B)(4).

Manufacturer narrative:
This report is being filed on an international product, list 8k25-25, that has a similar us product distributed in the us, list 8k25-27. (B)(4). A followup report will be submitted when the evaluation is complete. An evaluation is in process.